Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, it was informed a lot number that does not correspond to the item reported in the guarantee form. Therefore, the lot number was not considered.

Event description:
(B)(4) ¿ the dentist reported that 2 months after the dental implant was installed in intraoral region 4#, its non-osseointegration was observed. Moreover, 25n.cm of primary stability was achieved and the patient presented bone type iii.